Manufacturer narrative:
H10: additional narratives updated h6 per new information received the most likely cause of reported calcification cannot be conclusively determined; however, patient factors likely caused or contributed. The most likely cause of reported pannus overgrowth on the right coronary cusp is patient factors. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a valve presumed to be magna ease was diagnosed as aortic stenosis secondary to calcification and pannus overgrowth on the right coronary cusp position underwent valve-in-valve procedure with 23mm sapien ultra resilia after implant duration of unknown period. The patient status was reported as recovered.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.